Event description:
During a lead revision procedure, shock impedance measurements of >150 ohms were noted on this lead. The lead was tested for integrity through the analyzer and an insulation break was suspected. Previous to the procedure, impedance measurements were normal at 34 ohms. This lead was capped and replaced. A portion of this lead was returned for analysis. Should additional info become available, this event will be updated.